Event description:
It was reported that a patient experienced an esophageal tear during an echocardiogram with the transesophageal x8-2t transducer and epiq 7c ultrasound system. Additional information is being obtained regarding patient outcome. The philips service engineer has initiated the replacement process to resolve the customer¿s immediate concern. Philips has started an investigation, and upon completion, a follow-up report will be submitted.

Manufacturer narrative:
A thorough investigation was performed which included edges and projection tests on the transducer tip and insertion tube. The investigation determined the transducer did not have any sharp edges or damage to the exterior sheath in such a way that could cause an esophageal tear. There was no indication of either non-conforming material and no indication of design anomaly requiring further action. The philips service engineer replaced the transducer to address the customer¿s immediate concern.